Event description:
It was reported this pt underwent placement of two tracheobronchial stents in 2002, due to a recurrence of excessive cartilage inflammation. Approximately one month post-stent placement, the pt reportedly "coughed up" three pieces of wire which were confirmed by the physician to be fragments of one of the implanted stents. The stent remains implanted and will be removed. No intervention has been scheduled or is planned at this time. The pt's condition is stable. To date, no pt sequelae has resulted from this event. The device remains implanted in the pt and is not available for evaluation. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the exact cause for this event. However, since the manufacture of this stent, changes have been made to manufacturing process that is believed will eliminate this type of malfunction in the future, therefore, preventing a reccurrence of this type of event.